Event description:
It was reported that during an unk procedure, the clip would not reopen. The device blocked and it was impossible to remove it. The pt experienced hemorrhaging. The surgeon removed it and used another like device. The pt is fine.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time